Event description:
Journal reference: arle et al. "Motor cortex stimulation for pain and movement disorders." Neurotherapeutics 2008;5(1):37-49. The study involves 15 patients (8 pain and movement disorder, 4 pd, 2 et and 1 cortico-basal degeneration), using motor cortex stimulation. The patient cases were detaile+d along with a general review and research of literature relative to modeling and understanding the underlying mechanisms of mcs. Reportable event: one patient in the pd group had an infection 3 months after implantation.